Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that contrast agent spilled onto the bd¿ syringe and faded the scale marking before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: since no sample or photo displaying the condition reported are available for examination, we were unable to fully investigate this incident. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A device history review showed no non-conformance's associated with this issue during the production of this batch. Given the available information we were not able to determine a root cause at this time. The process we use to print the scale is called "hot stamping system". If the external surface of the syringe is in contact with any solution or medication the scale markings can be affected. While we could not verify your reported issue, it may have occurred as a result of the contrast coming into contact with the outer wall of the syringe. Without a sample to evaluate we cannot know this to be true for the product you reported. Investigation conclusion: not possible to establish an accurate root cause. Possible affected scale due to contact with media during use.

Event description:
It was reported that contrast agent spilled onto the bd¿ syringe and faded the scale marking before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that contrast agent spilled onto the bd¿ syringe and faded the scale marking before use. No reports of serious injury or medical intervention noted.